Event description:
The reporter stated that the surgeon inserted a aq2010v 3 piece silicone lens. The lens tore during insertion into the eye. The incision was enlarged to remove the lens. This is the first lens used for the same pt. Reference 2023826-2005-01366.